Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the irrigation does not function. The pinch valve was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The damaged pinch valve would have caused irrigation not to function. However, given the information provided, we cannot discern a definitive root cause of the defective pinch valve. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 23/10/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the irrigation on the fms duo¿+pump/shaver unit device did not respond to command. There was no procedure nor patient involvement reported. No additional information was provided.